Event description:
An 8 mm diameter x 30 mm length bridge assurant iliac stent system was inserted into a patient for the treatment of the left common iliac artery. It is unknown if the lesion was pre-dilated. The vessel morphology is unknown. It was reported that the physician positioned the device at the intended location in the lesion, deployed the stent, however, the stent did not deploy correctly. The stent moved in the artery. The physician was able to reposition the stent and correctly deploy the stent at the intended lesion site. It was reported that there was a dissection above the location of the stent. No additional clinical sequelae were reported and the patient is reported to be fine. It was reported to medtronic via medwatch report. The medwatch states that the device is available for evaluation; however, the device has not been sent to medtronic to date, despite several attempts.

Manufacturer narrative:
Evaluation codes, results: other lack of info (no device returned for eval, no further has been made available for this case). Inherent risk of procedure (dissection). Evaluation codes, conclusions: other lack of info (no device returned for eval, (no device returned for evaluation, no further has been made available for this case).